Event description:
During a routine follow-up visit, noise was observed on the electrograms. The noise was reproduced by manipulating the ICD in the pocket. A lead failure was suspected. During the previous implant procedure, the proximal part of the pace/sense lead was slightly damaged by the fixed during reintervention. Upon explant, an arc weld was observed on rear of the can. A short circuit between the lead and can was suspected. The proximal part of the lead was explanted and revealed a pinhole in the pace/sense lead shortly before the bifurcation. The outer coil was completely broken and black marks were visible. Blood was observed inside the lead.